Event description:
User experiencing discrepant pt calcium results starting 202007. Only one pt sample was provided as an example, which occurred about 9 days later. Initial value gave 11.5 mg/dl. The sample was repeated on the same analyzer and on a different analyzer - same methodology, which gave results of 8.3 mg/dl each time. Initial result reported. Pt not adversely affected. The filed service representative determined the cause of the discrepancy to be a misadjusted absorbance rotor, and adjusted the absorbance rotor and light barrier. Performance tests were performed which were within specification.